Manufacturer narrative:
There was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effects of bradycardia (arrhythmias), nausea are listed in the perclose prostyle instructions for use as known adverse events associated with use of suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.h6: health effect clinical code 4624 removed

Event description:
It was reported that this was an arteriotomy closure of the calcified left common femoral artery using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) procedure using a 29mm navitor. The patient's baseline rhythm was atrial fibrillation. Two perclose devices preplaced two sutures. The patient seemed to have a vagal response and vomited. The patient required pacing while the closure devices were being placed due to bradycardia. After the valve was deployed, the patient developed complete heart block. The tavr procedure was completed. There was no clinically significant delay reported in the procedure. The next day, a permanent pacemaker was implanted. The patient was reported to be discharged. Subsequent to the previously filed report, the following information was received: the next day, a permanent pacemaker was implanted related to the patient health condition. The patient was reported to be discharged. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the calcified left common femoral artery using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) procedure using a 29mm navitor. The patient's baseline rhythm was atrial fibrillation. Two perclose devices preplaced two sutures. The patient seemed to have a vagal response during placement and vomited. The patient required pacing while the closure devices were being placed due to bradycardia. After the valve was deployed, the patient developed complete heart block. The tavr procedure was completed. There was no clinically significant delay reported in the procedure. The next day, a permanent pacemaker was implanted. The patient was reported to be discharged. No additional information was provided.